Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation the pulse generator exhibited a telemetry anomaly and could not be interrogated. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
(B)(4)